Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-sep-2022. One photo and four samples were provided to our quality team for investigation. Upon visual inspection, it was observed that zero line was lightly printed and some small breaks present throughout the line. Potential root cause for the light print condition is associated with the marking process. However, the condition observed was acceptable per product specification so corrective actions are not necessary. A device history record review was completed for provided lot number 0280398. A review showed one quality notification issued relating to missing/light print. The batch was requalified and accepted per applicable acceptable quality limit. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe was not linear and is crushed on a part which does not allow a precise withdrawal. The following information was provided by the initial reporter, translated from french to english: moreover, the printing of the 1st graduation is partial.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe was not linear and is crushed on a part which does not allow a precise withdrawal. The following information was provided by the initial reporter, translated from french to english: moreover, the printing of the 1st graduation is partial.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.